Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor .unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump powered up properly after battery installation. The operating currents within specifications and was monitored and no blank display anomalies or failed battery test noted. However, the insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had stained keypad overlay, stained address serial number label, cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery contact cap with cotton swab and isopropyl alcohol. The customer was advised to insert a new aaa alkaline battery. The customer stated the display return. The customer was advised to monitor. Customer was advised that we are sending replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 467 mg/dl. The customer was treated for high blood glucose with pen.